Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead displayed a shorted lead indicator upon interrogation. Therapy history also showed a shorted lead impedance. Pacing and low energy lead integrity testing (plit) were all were within normal limits. The patient had dialysis the day prior and went into atrial fibrillation, had several nonsustained episodes and at least one 31j shock that caused the error message. Currently, the plit is 30 ohms. ,